Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 207 mg/dl. The customer states that the pump wouldn't turn on the screen is blank and I tried a new battery. Troubleshooting was performed for blank display and noticed display is blank currently. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.